Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that the threads (area where the driver fits) is damaged and therefore it is not possible to use the implant. The affected dental position is #42. The doctor reports that the procedure was completed using another implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. Investigation summary: it was reported that the threads where the driver seats is damaged, therefore it wasn¿t possible to place the implant. The procedure was completed using another implant. Zimvie received one (1) xifnt413, (osseotite tapered certain implant 4 x 13mm) for evaluation. A visual evaluation was performed, there was signs of use, blood and bone debris on the external threads. A functional test was performed with an in-house driver. The driver engaged and disengaged as intended. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2022100935. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022100935 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per risk management file, the most likely root cause determined from the investigation was missing or confusing instructions for use or the torque or speed applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction did not occur. The implant engaged and disengaged with an in-house driver as intended. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.